Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument tip was broken. The procedure was converted/aborted due to anatomy with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. For clarification, the instrument was found to have the plastic proximal clevis broken. Broken piece is missing as a result of breakage and the size of missing piece is approximately 0.103¿ x 0.163¿. The broken piece was not returned for failure analysis. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Additional findings related to complaint: the instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result.